Event description:
Rptr used the product as indicated on the directions. That is, after cleaning lenses with saline and daily cleaner, rptr placed them in the lens cup, added disinfection solution up to the fill line, and deposited one disintention tablet into the cup. Rptr then replaced the cap to the cup and placed it in the medicine cabinet. The next morning, rptr went to get their lenses and found the cup empty and the lid had burst off and was on the opposite side of the cabinet. The lens cup was empty and rptr has yet to find their contacts. The MFR sent rptr an e-mail dated 7/29/97 saying that they forwarded rptr's e-mail to customer svc for review. Rptr has yet to hear from their rep.